Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to reset (B)(6), uninstall then re-install the g5 application, manually enter transmitter ID, wait for pairing, then start sensor. No additional patient or event information is available.